Event description:
New information received notes that the patient presented remotely via merlin.net. It was noted that the lead impedance decreased to less than half the previously stable baseline value. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited low pacing impedance. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.